Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR. Report#: 3006705815-2019-01574. Reference MFR. Report#: 3006705815-2019-01575. It was reported that the patient underwent a full system explant due to an infection. Reportedly, the patient was hospitalized for 3 days where IV antibiotics were administered and upon release patient was prescribed oral antibiotics. The infection has since been resolved.

Event description:
Device 1 of 3 . Reference MFR. Report#: 3006705815-2019-01574. Reference MFR. Report#: 3006705815-2019-01575.